Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no serious impact. The customer was assisted by technical support to reset the pump, although the malfunction code reoccurred, leading to the decision to replace the pump. Technical support provided the customer with instructions for returning the faulty pump and advised on actions related to the replacement pump, including using updated software and managing sensor sessions. The customer acknowledged the information and agreed to the necessary steps for receiving and returning the pumps.